Event description:
It was reported that the sensor glucose and blood glucose reading had discrepancies. The customer declined to provide the blood glucose reading. He stated that he was not currently using the continuous glucose monitoring system because he was moving and the sensor kept getting caught and snagged. He observed issues with glucose reading inaccuracy and constant beeping while wearing the device. He stated that he had been off of the system for the past 3 weeks and that due to his activity, his blood glucose had been low in the 50 to 60 mg/dl range. He advised that this was okay. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.